Event description:
It was reported that the right atrial (ra) lead monitor alert was triggered and the lead exhibited a suspected lead fracture, along with intermittent high pacing impedance and oversensing in the atrial high frequency episodes. It was noted observations of irregularities began a few months prior and it was decided to shorten the follow-up intervals and continue use of the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.